Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 20 mg/dl. The patient fell and chipped their pelvis, broke their foot and knee. The patient was confused and could not talk. For treatment, the patient was given injection of pain medicine. The pod was worn between 4 and 24 hours on the arm. The patient was discharged after 2 hours.